Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the adhesive between distal end and server plug-in was cracked and had a gap. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was 14 may, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "crack and gap at glue between distal end and z-block" malfunction would likely be related to accumulated physical stress/ chemical stress applied to the glue by device handling by the user. Olympus will continue to monitor field performance for this device.